Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definite root cause of the reported issue could not be identified. Based on the results of the investigation, the most probable cause was not established. In addition, the following reportable malfunctions were identified during the device evaluation: air water (aw)-cylinder (tube) and air water(aw)-tube, both had foreign objects. Based on the results of the investigation, white residues could be products that contain silicone that can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with instruction for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope as ¿dirty instrument¿. It was ¿manually cleansed with disinfectant but not disinfected¿, during reprocessing. There were no reports of patient involvement.